Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analyst commented, helix was able to be extended and retracted. (B)(4).

Event description:
It was reported that during the implant procedure of the right ventricular (rv) lead, problems to screw in and out the tip. The rv lead was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.